Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). A follow up medwatch will be submitted once the investigation is complete and a root cause has been established.

Event description:
It was reported that the skin graft mesher was not ratcheting properly and would not thread the plastic board and skin. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated. It was reported that the skin graft mesher was not ratcheting properly and it would not thread the plastic board and skin. The customer returned a skin graft mesher device for evaluation the device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher as documented in the repair reports. Product review of the skin graft mesher revealed that the calibration and produced a passing sample mesh with our test cutter. The gear, roller, and side plates had visible damage. The ball detents on the ratchet were turned in too far and the ratchet would not go on the roller but when the ball detents were backed off the ratchet engaged but the roller was already damaged. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the roller, bushings, side plates, gears, ratchet gear, spring, sliding pin, and spring pin. Skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the gear, roller, and side plates had visible damage. The ball detents on the ratchet were turned in too far and the ratchet would not go on the roller but when the ball detents were backed off the ratchet engaged but the roller was already damaged. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the gear, roller, and side plates had visible damage. The ball detents on the ratchet were turned in too far and the ratchet would not go on the roller but when the ball detents were backed off the ratchet engaged but the roller was already damaged. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.